Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: dim pink display screen is found. Open the pump cover to take away a bad display screen to perform a test with a new good display screen. The good display screen is showing a strong contrast and clear text. ¿display lens¿ leak was found during testing. Pump cover was removed to inspect internal components. Moisture corrosion was visible in the pump compartment. The 'down' keypad button is unresponsive due to moisture. Removed keypad cover to check the condition of key contacts, evidence of contamination was found under all key contacts. Pump was booted with sound with no vibrate due to moisture. There was a cracked from the top of battery compartment to the pump case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim pink display screen, a display lens leak, moisture corrosion in the pump, a crack in the battery compartment, and an unresponsive keypad button. This report is made based on the results of an investigation completed on (B)(4) 2013.